Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The file was opened from a comment made on social media. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following the intraocular lens implantation experienced halos so big that did not allow to drive at night. Additional information has been received stating that the patient also had a laser and did not have the results she was expecting after the procedure.